Event description:
The customer reported that the device fell.

Manufacturer narrative:
(B)(4). It is reported that the device fell. It was not reported if the customer dropped the device or if there was an insufficient mounting. There is not sufficient info to determine if the device was mounted incorrectly or if it was a user error. No adverse impact to any pt or user was reported. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.